Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator would not power on. The device was not in use. The device was returned to the manufacturer and the customer's complaint could not be confirmed. During the evaluation, it was observed that the device was shutting down. The devic'es system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.